Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient's peritoneal dialysis nurse reported that the patient was cultured and hospitalized for suspected peritonitis on (B)(6) 2016. Patient caregiver did not follow aseptic technique when performing dialysis treatments on the patient. Patient was treated with gentamicin and vancomycin. Patient was released from the hospital on (B)(6) 2016. Medical records have been requested.

Event description:
An additional 8 pages of medical records were received on 07/12/2016. Pd effluent collected on (B)(6) 2016 showed via gram stain, few polymorphonuclear leukocytes, no organism seen, with cultured results yielding no growth after three days. Blood cultures collected on (B)(6) 2016 showed no growth after four days of incubation.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Further information has been solicited. This is one of six events of peritonitis reported for the same patient involving six separate incidents.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2016, the patient presented to a hospital's emergency department with mild tenderness in the left lower quadrant. The patient was admitted and diagnosed with peritonitis. Physical examination on (B)(6) 2016 revealed a regular heart rhythm with a grade IV/vi systolic harsh murmur auscultated over the entire precordium. On an unknown date during the admission, the patient was initiated on gentamicin and vancomycin with dose routes and regimens not reported. As (B)(6) 2016, the patient was discharged from the hospital. It is unknown if the event of peritonitis has resolved.